Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases and a curved opening. Weight measurement of the device identified device was overweight. Microscopic analysis was performed and identified a curved opening with striated edge on anterior side and nicks with striations. Based on the device analysis the final assessment was a curved striated opening assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is capsular contracture, baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture baker grade iii. The device remains implanted. This record is for the left side.